Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin irritation under the back therapy electrode pads. Patient reported that the skin is reddened with itching spots. There was no alleged device malfunction contributing to the irritation. Patient reported seeing a physician and got a salve ebenol. Follow up indicated that irritation was no longer visible.